Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that lv lead produced open circuit impedance and no capture in both unipolar and bipolar modes with the analyzer. The lv lead remains in use. No patient complications have been reported as a result of this event.